Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has oversensing with ventricular tachycardia (vt) high rate non-sustained (hr-ns) episodes which appears to be non-physiologic. The lead remains in use. No patient complications have been reported as a result of this event.